Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomerieux to report a misidentification of streptococcus species as aerococcus viridans in association with the vitek 2 gram-positive (gp) identification (ID) test kit. Testing via alternate method (method not disclosed) obtained a staphylococcus result. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal has been requested by biomerieux for internal investigation. Biomerieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the customer reported setting up the isolate from a blood agar plate incubated in co2. No other set up information was given. The actual name of the streptococcus species was not provided, which was thought to be the correct identification. Therefore, no analysis of discrepant biochemical results can be performed. Two lab reports were submitted showing good and very good identifications of a. Viridans. Since the actual name of the staph species was not provided that is thought to be the correct identification, no analysis of discrepant biochemical results can be performed. A review of quality records confirmed that vitek 2 gp lot# 2420321103 met final qc release criteria and passed initial qc performance testing. In conclusion, based on the limited information provided by the customer, no further analysis can be performed unless the strain and raw data are provided.